Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission and electrogram (egm) revealed that the recorded event was consistent with noise rather than true arrhythmia, the pacemaker exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. No interventions were performed and no patient consequences were reported.